Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a battery contact issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started at 2pm on (B)(6) 205, when she noticed "corrosion on battery contacts". The patient manages her diabetes with insulin pump therapy. She reported that in response to the alleged issue, she followed her usual diabetes management routine (including sliding scale) and administered 2.1 units of humalog insulin at 2:15pm on (B)(6) 2015. She denied developing any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. During troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved. The patient refused replacement products as she wanted to keep using the existing meter and test strips. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.